Event description:
Patient w/history of hernia repair w/mesh in 2002 presented to the urologist w/gross painless hematuria. CT showed thickening of the right side of his bladder wall associated with this mesh and some calcifications. Also noted was a shrunken left kidney and a right renal calculus. Plan: cystoscopy w/retrograde; found mesh through the bladder mucosa expose to urine. Surgical intervention planned.what was the original intended procedure?december 2002-hernia repair w/mesh.